Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a button error alarm today and fluid in the pump. Customer's blood glucose was 422 mg/dl at the time of the incident. Customer treated with a shot of insulin. Customer had fluid in the pump due to the pump falling. Customer was unable to clear the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.